Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip base exhibits damage related to arcing. The yaw pulleys have melted material and the conductor wire cover also exhibits damage, however, there is no damage to the wire. The clevis and grip tips do not have an arc trac.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.